Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor overinfused during patient use at the hospital. The patient control module was connected, but not used during this event. It is unknown what the expected flow rate was, however, the actual flow rate was 4ml/3.5hr. The total fill volume was 55ml (5ml morphine hydrochloride and 50ml of normal saline). The temperature was 31c. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
The device is available for evaluation per the customer, however, the device has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted. This is not a stand alone device and must be used with baxter's basal/bolus infusor (B)(4). See FDA report number 6000001-2010-00281 for the report submitted for the infusor device this patient control module was attached to at the time of this event. (B)(4).